Event description:
Customer reports meter display "err" while using the compact plus gt system. Error message is outside of the device's specifications. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.